Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unknown. Vessel morpholgy is reported to be non-tortuous and non-calcified. It was reported that the device was implanted at an ap (anterior-posterior) angle. The physician missed the cannulation of the contralateral limb with the guidewire and deployed the iliac limb graft and illac limb cuff outside the gate. Angiogram performed showed extravasation of contrast from the gate; therefore, the physician performed a retroperitoneal cutdown and removed both the iliac limb graft and cuff. Another iliac limb graft and iliac cuff of the same size were implanted without difficulty. No clinical sequelae were reported, and the patient is reported to be fine.